Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was attempted to be placed into the mid lcx, but due to the steep angle of the blood vessel from the lmt to the lcx, the stent got caught at the entrance to the lcx and could not pass. Upon removal, it was noticed that there was no stent on the balloon anymore and with the use of fluoroscopy, it was confirmed that the stent remained inside the lesion. A removing attempt was unsuccessful; thus, the stent was dilated with a high-pressure balloon to complete the procedure.

Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be identified. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy (i.e., severely tortuous target lesion).